Manufacturer narrative:
Corrections : device available for evaluations?,device evaluated by MFR?, evaluation codes. The set was made available. The visual inspection of the device confirmed that the blue button was missing on the patient connector. The visual inspection confirmed the defect which caused the fluid leak, thus no additional tests were required. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the connection to the catheter while in fill 1 of 4. Technical support helped the patient cancel the treatment and disconnect. The patient was advised to follow up with the pd nurse regarding the incident. Upon follow up, the patient stated he had reset up with all new supplies to complete the treatment successfully. The pd nurse had been notified regarding this incident but no antibiotics were prescribed prophylactically. The patient stated that his effluent was clear and he had not experienced any adverse events as a result of this incident.